Event description:
It was reported that since 1 year the patient had not felt the stimulation in their foot except with high intensity of stimulation. It was noted that the foot was the painful area. It was noted that the lead was going to be replaced with another lead that had more contacts. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms and complications associated with the event include less than 50 percent therapy relief.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# 0202914493, product type: lead. (B)(4).